Event description:
Allegedly, plaintiff had a wright medical hip system in the right hip, by the year 2021 plaintiff developed adverse symptoms including, but not limited to, progressively worsening pain in and around his left and right hip joints, as well as neurologic symptoms including peripheral neuropathy, and tinnitus. Laboratory test results reported in (B)(6) 2021, revealed elevated serum chromium and blood cobalt levels in plaintiff. Dr. (B)(6) noted a pseudotumor and related it to metallosis. Remove the wright medical components, including the profemur® hip system, including the profemur® plus cocr modular neck and the profemur® plasma z stem. Dr. (B)(6) also informed plaintiff that it would be medically necessary to remove and replace the conserve® femoral head and dynasty cup.